Manufacturer narrative:
Qn#(B)(4). A sample was received for evaluation. The customer's photos and video were reviewed in conjunction with the physical sample. The mechanical components were visually inspected during cycling through the range of handle motion. No visual concerns were noted. A dimensional inspection was not required as part of this investigation. The device was functionally tested and confirmed to move smoothly, pick up clips in both orientations, closed, released clips with no failures noted. No concerns were noted in the functional evaluation. All complaints are trended across product families monthly. Therefore, a separate complaint history review is not required. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted. Device functions as expected. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor failed to detach (separate) the holded blood vessel with 51114v and its applier. This resulted in tearing of the blood vessel during the isolation process.after medical interventio0n by bleeding control through electric caute. It is confirmed that patient is fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the doctor failed to detach (separate) the holded blood vessel with 51114v and its applier. This resulted in tearing of the blood vessel during the isolation process.after medical interventio0n by bleeding control through electric caute. It is confirmed that patient is fine".